Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The ECG c&d cable was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.